Manufacturer narrative:
A bci field service engineer (fse ) examined the customer s instrument and did not note any issues. Fse stated the possibility or a cracked reagent pack was installed which then leaked onto the bottom packs. Fse replaced the a/b valves and performed alignments. Fse verified system operation.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support to report liquid on top of the reagent cartridges from bottom wheel. The reagents from the upper wheel did not have liquid on them. No injury was reported. No operator was exposed.